Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient (pt), manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). The pt reported a new pain, and rep met with pt to address the new pain in their hip. Rep was able to program for good coverage, and pt was pleased with coverage. During the visit the rep performed a routine impedance check and noticed electrode 12 over 40,000 ohms. The hcp was notified, and as this did not affect the pt's coverage, the hcp currently has no plans to address the impedances. The cause is unknown, but the issue is considered resolved. The rep noted they would submit any new information that becomes available.